Event description:
It was reported, while in the cath lab the iab was inserted emergently without incident. When "assist" was pressed on the pump, the helium loss alarm occurred. The staff restarted the pump and noticed under fluoroscopy that the top half of the iab experienced difficulty inflating. It is not known if the pump alarmed at this point, however, the staff suspected there was a helium issue and proceeded to change the tank by disconnecting the adapter and tank from the pump. The "washer" fell off and time was spent looking for it. When the tank & adapter were reconnected to the pump, the md asked for another iab. A different model iab was given to the md. As the md was removing the original iab through the sheath, he met resistance. As a result, the iab with the sheath was removed as one unit. The md then placed the other iab model with success. Evaluation: a comprehensive investigation into this report can not be completed as the sample will not be returned and a lot # was not reported. A follow-up report will be filed if more inform.